Manufacturer narrative:
(B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp had received the report of an alarm from one of the residents. The pump did not alarm, and there was no malfunction. The hcp did not hear a pump alarm. The patient said he missed a refill, but it was clarified that he did not miss a refill. The pump was refilled on (B)(6) 2016 and the next refill was scheduled for (B)(6) 2017. The patient was always shaky. Everything was fine, and there was no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2016 that an alarm was heard but telemetry was not yet performed. The date of the event was unknown. It was noted that the patient missed a refill on (B)(6) 2016 and experienced a sudden change in therapy/symptoms of being ¿a little shaky.¿ it was noted that the patient was taking morphine as a non-reservoir drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.